Event description:
It was reported that 600 bd neoflon¿ IV cannulas experienced catheter breakage/separation from hub. The following information was provided by the initial reporter: it hangs at the time of the puncture. The plastic part separates from the mandrel during insertion. The mandrain deviates.

Manufacturer narrative:
Additional information has been received that changes this incident to be non-reportable. The reported event types are needlestick injury -prior to use, and device peelback. These incidents are unlikely to result in patient harm. The initial MDR submission, (MFR report #: 8041187-2021-00496), can therefore be disregarded. H3 other text: see h10.

Event description:
It was reported that 600 bd neoflon¿ IV cannulas experienced catheter breakage/separation from hub. The following information was provided by the initial reporter: it hangs at the time of the puncture. The plastic part separates from the mandrel during insertion. The mandrain deviates.

Manufacturer narrative:
The following information has been updated/corrected: g.7. Date received by manufacturer: 2021-06-10 h3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 600 bd neoflon¿ IV cannulas experienced catheter breakage/separation from hub. The following information was provided by the initial reporter: it hangs at the time of the puncture. The plastic part separates from the mandrel during insertion. The mandrain deviates.